Event description:
The manufacturer service technician reported that the handle (lever) was broken off and was missing. The event was observed during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.